Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robot-assisted pancreatic tail resection, the device had insufficient sealing despite confirmed energy output and seal completion sound. Hemorrhaging occurred after a knife was used to resect the tissue. It was also noted that the jaw area was clean since it was being cleaned every time it got dirty. The device was also connected to an ft10 generator with version 4.0.4 and another ligasure device was used with the same generator successfully.

Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The product analysis found the device produced an instant re-grasp alarm when activation attempts were made. The devices was disassembled and it was identified that the two wire connectors had detached from the stationary side of the rotation wheel. Sealing was not possible due to the broken connection. The device was brought to the attention of manufacturing for a jaw wire/connector issue. It was reported that the device had insufficient sealing. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of connector failure. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.